Event description:
Pt reported that the one touch profile meter was giving inacurrately low readings. Medical affairs specialist was unable to reach pt since the phone number has been disconnected. Per documentation during the initial call, pt got a reading of 55mg/dl on the meter and based on that reading, pt ate some cup cakes and drank orange juice. Unknown if pt had any symptoms at this time. Pt tested again (time difference unknown) with a result of 41mg/dl. Pt then felt "unbalanced and had frequent urination". About 3 hours later, pt tested again on meter with a result of 44mg/dl and compared it with a test on another meter with a result of 385mg/dl (invalid comparison). Pt then went to the emergency room with the e.r. Meter read 485mg/dl. Unknown what treatment pt received. Pt did not have any checkstrip or control solution to troubleshoot the meter and test strips. This case is reported as an adverse event since the pt consistently kept getting low readings and based on those readings pt ate food which may have led to the high blood glucose levels. A letter is sent to the pt to try and contact pt for more info.